Manufacturer narrative:
Ocd reviewed the batch record for this lot. There were no nonconformances associated with this lot. Complaint received beyond dating, therefore retained testing was not performed. Customer stated that qc was satisfactory. Customer had also confirmed the reactivity of the s antigen on cell I, s456, in tube. (B)(4).

Event description:
Customer reported no reactivity with a patient sample (history of anti-s) and s456 cell I. Cells expired 10/19/2010. Customer stated on (B)(4) 2010, the sample reacted negative with cell I in manual gel method. Visual inspection of the gel card confirmed the negative reaction.